Event description:
An issue was reported where the caller experienced an incorrect pump time that was more than five minutes off from the actual time. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in values outside the normal range. Customer technical support assisted the caller in updating the pump time and advised them to monitor the situation and follow up if the discrepancy occurred again. The caller understood and acknowledged the advice.